Event description:
While performing an acl reconstruction using the bone block cutting guides and securing them with the MFR's drill bits, upon removal, the tip of one bit broke remaining within the bone. It was later removed but required enlarging the hole in the graft.